Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h.10.

Event description:
It was reported that after use with an unspecified bd sst blood collection tubes erroneous results were obtained as there have been an increase of high values for potassium. The following information was provided by the initial reporter: customer inquire what factors can affect the potassium levels on results from several patients. They report they have detected and increase high values for potassium level all across their facility.

Event description:
It was reported that after use with an unspecified bd sst blood collection tubes erroneous results were obtained as there have been an increase of high values for potassium. The following information was provided by the initial reporter: customer inquired what factors can affect the potassium levels on results from several patients. They report they have detected and increase high values for potassium level all across their facility.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.